Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a proglide device after an interventional peripheral procedure using a 6f sheath. Reportedly, a cuff miss occurred. During removal of the proglide device, the foot plate did not retract despite attempting to lifting and closing the lever multiple times. The device was eventually removed by forcefully being pulled. There was no vessel damage reported. A non-abbott device was used to attempt to achieve hemostasis; however, not successful. Manual arterial compression was applied to achieved hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was observed as a posterior needle cuff miss. The reported difficulty to close foot was not confirmed. The reported difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, the device was eventually removed by forcefully being pulled. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide suture mediated closure (smc) device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unknown if the IFU violation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.